Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a 100 point difference between sensor and blood glucose levels. Blood glucose level at the time of the call was 235 mg/dl. The customer was advised as to the proper calibration techniques. The sensor was not replaced or returned for analysis.